Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert for left ventricular automatic threshold (lvat) detected as greater than programmed amplitude or suspended due to intrinsic beats was generated four days post implant of this system. Review of the presenting electrogram (egm) showed possible delayed lv activation. A couple weeks later, an alert was generated for cardiac resynchronization therapy (crt) pacing of less than 90 percent and presenting egm showed possible lv loss of capture at programmed output of 3.5v @ 1.0ms. Additionally, it was identified that no successful lvat measurement has occurred since implant. A second alert for lvat detected as greater than programmed amplitude or suspended due to intrinsic beats was generated and intermittent loss of lv capture was confirmed at the previously reported programmed output. Further in office evaluation of the lv lead could be considered to confirm capture threshold and also to assess programmed parameters. The system remains in service and no adverse patient effects were reported. .